Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is debris (foreign matter) in the epidural syringes. Defect description: the debris is back in their epidural syringes. Date reported: 6/2/2022. Response needed: acknowledgment only.

Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection of the image, it was observed one loose 5ml syringe with an unknown fluid inside it. There was no bd logo on the syringe and the scale markings do not match with the scale markings of a bd canaan syringe. Based on photo analysis; sample could not be confirmed that it was manufactured at bd canaan facility. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is debris (foreign matter) in the epidural syringes. Defect description: the debris is back in their epidural syringes.date reported: 6/2/2022. Response needed: acknowledgment only.